Event description:
It was reported that the device had repeated error codes 1261, 1260, 1210. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Unable to download in the event history logs due alarm message error code 1260 on the pump display. Primary problem of repeated error code 1261, 1260, 1210 was duplicated. Found microprocessor unit board clock battery was re-soldered and damaged by customer, causing alarm message displayed error code. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.